Event description:
Customer reported that their pump screen was unresponsive and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support provided troubleshooting instructions, which did not resolve the issue, and determined the pump was out of warranty. As corrective action, technical support arranged the shipment of a replacement pump and discussed backup therapy to ensure continued insulin delivery. The customer agreed to provide insurance information and complete necessary forms for the loaner pump, acknowledging the need to update settings and connect their continuous glucose monitoring system to the replacement pump.